Event description:
The customer reported that the surgeon experienced extreme tissue charring during a hysterectomy. There was tissue sticking throughout the case and both of these factors required that the device be cleaned approximately every third seal. It was noted that another, non-covidien electrosurgical device in use during this procedure also caused tissue charing. Because of the tissue sticking, several times the seal bled after the device was opened. The surgery was completed with this device. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.